Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded shock impedance measurements of less than 20 ohms exhibited by these large epicardial patch leads. Defibrillation threshold (dft) testing was undertaken and a 31 joule and 41 joule shock resulted in shock impedance measurements of less than 20 ohms. The patch leads appeared fine under flouroscopy. Technical services advised preserving device memory to a disk and returning for analysis to further troubleshoot. A copy of device memory was returned and forwarded for engineering analysis. Analysis of device memory determined that the exact shock impedance measurements were 18 ohms and that this measurement is acceptable for this device and leads. Engineering advised it would be appropriate to leave these items implanted and suggested monitoring to ensure that the system continues to function appropriately. No adverse patient effects were reported. The device was later explanted and returned for analysis 9 years later and this epicardial patch remains implanted and in service.